Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A synergy¿ drug eluting stent was selected to treat the lesion. At some point in the course of the procedure, the shaft was kinked and broke in half. The procedure was completed with a 2.50x38 synergy¿ stent. No patient complications were reported.